Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, plaque prolapse was observed, which was addressed with the second planned stent. After the completion of the tcar procedure, the patient was unable to move the left side of the body, and per the physician, the patient experienced an embolic stroke. The patient regained movement within 3-5 hours but returned to 95% of baseline status after 5 days. The patient was discharged with no further intervention reported.